Manufacturer narrative:
Follow-up #1: date of submission 05/14/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box data and alarm history showed a call service alarm (cs 054). A cs 054 alarm may cause the display to be blank for several minutes. The pump powered on properly with no alarms occurring. The rewind, load and prime sequence was performed successfully. The pump was successfully exercised for 24 hours with no alarm or warnings. The call service alarm issue was shown in the pump history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a cs 054 call service alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.